Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit had low output power. According the complainant, he believed that the unit needed to be calibrated. This reported issue was discovered on (B)(6), 2010. It is currently unknown if there was any patient or procedure involved. Attempts to obtain additional information event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.